Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2779 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted (lot no: 446521) for female sterilisation. The patient had a medical history of genitourinary chlamydia infection, pelvic pain female, bleeding genital, obesity, past tobacco smoking, anemia, asthma, parity 2, gravida ii and right lower quadrant pain. Previously administered products included: ibuprofen and disprin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2779 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy, novasure endometrial ablation.). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.408 kg/sqm. [Antibody test] on (B)(6) 2020: patient presents for sexually transmitted infection testing follow up. History of resent illness: she is testing positive with venereal disease research laboratory test titer of 32 and fluorescent treponemal antibody absorption test. [Blood pressure measurement] on (B)(6) 2019: blood pressure: 148/84. [Computerised tomogram] on (B)(6) 2019: impression: unremarkable CT abdomen pelvis with contrast. No evidence of acute process. [Hysterosalpingogram] on (B)(6) 2012: examination: hysterosalpingogram. Clinical history: patient status post essure placement on (B)(6). Last menstrual period: on (B)(6) 2012. Findings: scout image demonstrates essure device within bilateral aspect of the pelvis. On the fluoroscopy spot images, the uterine cavity is delineated and both fallopian tubes are obstructed. No free spillage of contrast material into the peritoneal cavity. However, with post evacuation images there appears to be some spill into the peritoneal cavity. Impression: free spill of contrast into the peritoneal cavity shown on delayed post evacuation images indicative of patency of fallopian tubes. [Pathology test] on (B)(6) 2019: final pathologic diagnosis: a. Uterine endometrium, curetting¿s: late secretory to menstrual endometrium. B. Bilateral fallopian tubes and essure coil: complete cross sections of bilateral unremarkable fallopian tubes. Diagnosis / history: pelvic pain, abnormal uterine bleeding. Procedure: laparoscopic bilateral salpingectomy, novasure endometrial ablation. Specimens received: a: endometrial curettings. B: bilateral fallopian tubes and essure coil. Gross description: first fallopian tube: attached to the base of the tube is a coil-like device, which is adherent at the base, but is not grossly present in the tubal lumen. Second fallopian tube: a separate coil-like device is present. The lumen of the second tube does not contain a coil. [Ultrasound scan] on (B)(6) 2019: uterus measures 8.4 x 4.3 x 4.8 cm. Endometrium measures 1.15 cm. Myometrium is homogeneous. Note is made of essure devices. There is nabothian cyst measuring 0.7 cm. Right ovary measures 2.8 x 2.0 x 1.9 cm and left ovary measures 2.2 x 1.6 x 1.85 cm. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: medical record received. Medical history & lab data added including pathology test .reporter information added .lot number added .non drug treatment updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2779 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.